Event description:
It was reported that there was a repeated recoverable fault on one of the system universal surgical manipulator (usm) arms. The customer stated that the system had been restarted multiple times with no change, and then a hard power cycle was performed on the power system controller during the call, after which the error still returned. The customer indicated they were contacting the surgeon to determine whether the procedure could proceed using three arms. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.